Manufacturer narrative:
UDI (B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the perforator did not disengaged when using it with a medtronic motor. Attempts are being made to obtain additional information.